Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a patient with a prosthesis in the femoral head sustained a femoral shaft fracture. A 9-hole plate was implanted for fixing the distal section. The surgeon attempted to place a cerclage cable with crimp at the proximal end of the plate but the cable tensioner slipped and could not apply tension to the cable. The surgeon moved on to place the second cable. There was slight slippage but the cable was tensioned. The surgeon again tried to tension the first cable and could not. He removed the cable and replaced it with another one and was able to apply tension. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Lot number reported is not valid for the part number reported. Investigation could not be completed, no conclusion could be drawn as no device was returned. No DHR is available for this lot number and part number combination. No cross-reference lot number can be identified. Placeholder.